Manufacturer narrative:
The company rep examined the sys and found no problems relating to the customer reported event. The sys was then tested and met product specs. The customer's phaco handpiece was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A dr reported that during cataract surgery by phacoemulsification, a pt sustained a corneal burn. Numerous attempts have been made to gather add'l info, but none has been provided.